Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had damage to the rear case, battery door, lens, and rear labels, and the device had a double beeping. The product fault occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "high pressure" alarm in the ehl, and when inserting the batteries the pump powered up to double beeping "no cassette" alarm. The downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal were both contaminated. The cause of the customer reported problem was the contaminated dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso and uso sensor seal, and the pump passed all functional tests and performed as intended after repair.